Event description:
Post arthroscopy shoulder surgery, the catheter stretched and broke during the removal from the pt. The remaing catheter fragment is estimated to be approximately one (1) centimeter. The doctor has decided not to remove the remaining fragment, stating that it should pose no harm to the pt. The pt is recovering without any problems.